Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the pull tube assembly is bent, metal plate that attaches to the head spring assembly is bent, and the weld under the cross tube underneath the bed is partially snapped at a weld.